Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
The patient had mini strokes in (B)(6) and had her stimulation turned down, 0v and off. The patient met with another company representative to do that in (B)(6) and she was not feeling stimulation. The patient has a return of pain and wanted to turn her stimulation back on. Clearance was wanted to turn the stimulation on after her mini strokes. The company representative reported on (B)(4) 2014 that they were unaware of any diagnostic tests complete on the device. The devices were turned down. There were no malfunctions with the device. When the device was turned back up the patient was getting therapeutic pain relief and was getting effective relief now.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37083-60, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3998, lot# v118064, implanted: 2008 (B)(6); product type lead product ID 37711, serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708360, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).